Event description:
This crt-d was explanted and replaced due to eri. The lv lead was explanted due to loss of capture. The lv lead was not replaced and the patient was referred for an epicardial lead.

Manufacturer narrative:
The device was received and analyzed. The initial interrogation with the clinical programmer showed the battery status mos2. An amount of 13 charging cycles was documented. The amount of charge taken from the battery was verified and the battery status mos2 was anticipated. The inspection of the memory content showed a normal device function while implanted and in service. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the device proved to be fully functional. The analysis of the memory content showed a normal device behavior while the device was implanted and in service. The battery status mos2 was anticipated. There was no indication of a device malfunction. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.